Event description:
It was reported that the cartridge was damaged at the o-ring. There was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.